Event description:
Complaint alleges: jamming occurred while in use on a pt. There was no pt consequence.

Manufacturer narrative:
Device sample not received by manufacturer. This catalog number is obsolete.